Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit was broken and therefore the resolution is inadequate and the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited damaged fiber bonding in the outer tube area at the distal end, a broken charged coupled device, a broken light guide bundle in the video cable section, inadequate resolution, and light transmission that was lost or too low. There was no patient involvement.